Event description:
A report was received via social media that the patient had one scs in and woke up screaming and the surgeon literally pulled one lead on the right side out. The patient ended up that night in the emergency room (ER) with an excruciating migraine and leaking spinal fluid. The next morning, the patient went back to the ER for another migraine and more spinal fluid leaking. During the patient last visit in the ER which lasted for eight (8) hours, on the fourth night, another surgeon pulled the rest of the unit out and patient reported that the spinal fluid was literally pouring out. The patient had a blood patch and stopped the spinal fluid coming out. The patient is now able to walk and reported that the fluid loss could have killed her and her pain level is now twice the amount she ever had. No further information could be obtained.